Event description:
It was reported that during use with an unspecified bd intima-ii IV catheter leakage occurred. The device was replaced and patient re-punctured, no additional patient impact was reported. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated with a closed venous indwelling needle on (B)(6) 2023 due to coronary heart disease. During the treatment, fluid leakage occurred, so it was replaced and re-punctured.

Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.